Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.

Event description:
Fluid was leaking out of the implantable neurostimulator pocket since implant surgery 1 year earlier. The patient experienced shocking or jolting sensation in his area of paresthesia for about 2 weeks. There was no known incident or accident related to the event. Additionally, the patient had a lot of difficulty adjusting stimulation with the patient programmer. He was only able to establish telemetry if he lay down a certain way after multiple attempts. The patient therefore stopped turning on the neurostimulator. The patient hadn't seen his hcp for about 1 year. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.